Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, two medical images were provided for review. The investigation is confirmed for migration of one end of the catheter within the patient. Disconnection cannot be confirmed with the information available, as although the image review found the port not visible but the catheter present, it is unknown if this was caused by disconnection or breakage. The image review states: ¿the port is not identified on this image. It appears to be radiolucent as an access needle is seen. The catheter for the port is seen projecting over the cardiomediastinal silhouette. The catheter is folded over itself. Given orientation on this single image, I believe the catheter to be a right ij puncture. The distal tip projects over the svc/ra junction (good position). The proximal end of the catheter that should be connected to port also projects over the mediastinum, presumably in the subcutaneous tissues. The catheter from the port appears to have the distal end in good position at the svc/ra junction and the proximal end not connected to the port and apparently within the subcutaneous tissues of the anterior chest." A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 05/2023), g4 h11: h6 (method, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during port device implant procedure, the port allegedly had disconnected at the reservoir. It was further reported that, the distal segment migrated to the mediastinum. Reportedly, the procedure was completed using another device. The patient status is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation, however, an image was provided for review. The investigation of the reported event is currently underway. (Expiration date: 05/2023).

Event description:
It was reported that during port device implant procedure, the port allegedly had disconnected at the reservoir. It was further reported that the distal segment migrated to the mediastinum. Reportedly, the procedure was completed using another device. The patient status is unknown.